Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer stated that the rem function shifts and is out of calibration. Upon receipt of the unit for evaluation at covidien, a preliminary evaluation of the unit found that the rem will not disable from 120ohm to 150ohm.